Event description:
Mentor breast implants are poison! I get a seizure from them once to twice a month. I have silicone gel implants and always felt off from the beginning of implantation. But was told that the normal and not to worry. I was always very athletic going to the olympics and caring very much for my body. I know it very well. I felt off, something was wrong! Days after my period, my body would get incredibly low, never doing this before. The lowness turned into petit mal seizures and then a gran mal seizure. This hurt very bad. It seemed something that had never happened ever was now happening once a month. It would come after waking up in the morning. I could feel something poisoning me! The epileptic medication didn't work either. Something was really hurting my body from the inside and I was getting depressed. It got worse, I would black out throughout the day to the point I didn't want to ever go out. I would also pee on myself, yes like a mini seizure but not. I had two big accidents. I was air lifted 2 x. One accident I slammed between 2 trees and got so lucky with minimal injuries. Another, passed out and hit a concrete step with my eye socket. You can imagine the blood and black and blueness after. My kids saw that and it broke my heart. This silicone is poisoning our bodies and turning a perfect creation against itself. I trusted you people by watching out for the bad people and these are them. I will get my life back I just hope you don't let any other amazing woman be slowed down by this greed. Mentor breast implants are toxic! (B)(6) 2011 - (B)(6) 2016. Diagnosis or reason for use: fuller breast.